Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: a set of procedural images were received from the account. The diffuse narrowing was visible in the anterior descending branch in the proximal stent. Previously deployed stents are visible in the vessel. Localized stenosis was seen at the distal end of the stent. There were no images capturing the attempted delivery and subsequent dislodgement of the endeavor resolute stent. Therefore it was not possible to confirm the dislodgement from the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is reported that the stent has been removed from the patient. Patient status reported as good. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had 3 previously implanted stents due to acute coronary syndrome. In the left main artery, the stent image was visible in the first three forks, and approximately 30% narrow in the left main stent. Diffuse narrowing was visible in the anterior descending branch in the proximal stent, up to 80%. 30% localized stenosis was seen at the distal end of the stent . The calcification of the left proximal branch was obvious, and the stenosis within the stent was about 40%. The middle section (the distal end of the stent) is approximately 85% narrow. During the procedure, an attempt was made to use one endeavour resolute rx drug eluting stent to treat a severely calcified and mildly tortuous lesion located between the ostium left main and circumflex artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. There was no difficulty when removing the protective sheath. The device was inspected post removal of the protective sheath, with no issues identified. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent, excessive force was not applied. It was informed that stent dislodgement occurred during delivery at lesion. It was reported that no intervention was carried out and dislodged stent was not removed. The patient has been transferred to a higher-level hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.